Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the dobbhoff tube was removed because it was clogged. Upon removal, they noticed a twist/kink was observed.

Manufacturer narrative:
A picture was attached on smart solve for evaluation. According to the picture the issue was observed in the tube kinked, however the product is not in its original packaging. The reported condition was confirmed. The device history review file was reviewed indicating that product was released meet all quality standard requirements. Due to the physical sample has not been received only with the picture provided, therefore the root cause was not identified, however for previous evaluations from physical sample received with similar failure mode the most likely root cause indicates that this issue could occur due inadequate use of the procedure if the instructions of use are not followed. No corrective actions are deemed necessary at this moment due was not confirmed however will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A decontaminated sample was received at the plant for evaluation. After performing visual inspection and inserting water into the tube, the reported condition of occlusion could not be confirmed. A photograph was provided by the customer for evaluation. Based on the picture, the issue of kinked tubing was observed. The most likely root cause of the kink is due to inadequate use. According to the literature included in the product insert manual, the failure mode could occur during the medical procedure of insertion. The insert manual indicates ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.